Event description:
A customer contacted beckman coulter inc (bci) to report a leak (clenz) in the coulter lh 500 hematology analyzer. User was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggles at time of incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event on (B)(4) 2011. Per fse, the clenz leak was due to a cut in the tubing through (vl45) located inside the analyzer's center main diluter panel. Fse replaced the tubing and verified repairs per established procedures. Results meet published performance specifications. Root cause for the leak was associated with a cut in the tubing through (vl45) located in the main panel. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.